Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the battery housing was melted. The condition of the housing was discovered prior to the procedure. The procedure was successfully completed with a back up device.